Event description:
Major pump unit(s) involved: device thrombosisspecific component(s) involved: pump drive unit malfunction

Event description:
Major pump unit(s) involved: device thrombosis.additional text: inflow.specific component(s) involved: pump drive unit malfunction.additional text: inflow clot.causative or contributing factor: no specific contributing cause identified.intervention(s): replacement of pump.implant device type: lvad.